Manufacturer narrative:
The ventilator was reported with generating high peep alarm and that the peep value not corresponding to set value. Our service technician on site investigated the ventilator but could not reproduce the issue. The puc (pre-use check) passed and the ventilator was tested in running mode using a test lung without any deviation found. The ventilator was cleared for clinical use and returned in working condition. Evaluation of the received ventilator logs for the given date of event, can confirm that alarms for high peep, high continuous pressure and high airway pressure, which indicate a high expiratory resistance, were generated. Puc that was performed prior to and after the event was successful. There is no technical alarm to indicate a technical failure in the ventilator. With a high expiratory resistance the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. High expiratory resistance can be due to accessories in the patient circuit including the mechanical properties of the patient or the parameter and alarm limit settings. Evaluation of the device logs can confirm the reported failure but since the issue could not be reproduced, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for high peep (positive end expiratory pressure) and peep was not corresponding to set value. There was no patient harm. (B)(4).